Event description:
The technician alleged that the foot hi/low drifted slowly down. No pt impact.

Manufacturer narrative:
The technician replaced the hi/low foot solenoid valve and coil to resolve the issue.